Event description:
It was further reported that the stent expanded in a cone shape. Post-dilation with a pro balloon was attempted without success. The stent was well positioned but not well apposed. Another unknown stent was placed in the right coronary artery during this procedure.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent did not open correctly. The target lesion was located in the mildly tortuous, mildly calcified, 95% stenosed left anterior descending artery (lad), the lesion was located at a bifurcation with an unknown vessel. The lesion was not predilated and the physician advanced a 2.75 x 32 mm taxus express2 drug eluting stent to the lesion. Upon deployment the stent did not open correctly. The stent did not migrate after placement and was postdialted with an unknown 3.00 mm balloon. The stent position was not well positoned nor well apposed. Plavix and aspirin were prescribed after the procedure was completed. No pt complications were reported. The pt status is reported as 'satisfactory/good'.